Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed hardware low level failures alarm. Customer's blood glucose was 10.7 mmol/l. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error 63 alarm during self -test and confirmed in the pump history due to cold solder joint on keypad assembly. The power management tool confirmed pump error 25 and low battery alarms were triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. The device was received with cracked case corner of the belt clip rails near the battery compartment, missing serial number label and minor scratches on lcd window.